Event description:
A report was received per social media that the patient's nerve was damaged following a lead pull wherein a nerve had been hit. It was noted that the patient had been in severe pain in the left foot.